Event description:
It was reported that on (B)(6) 2004, the patient allegedly sustained injuries resulting from an anterior lumbar discectomy and fusion surgery using rhbmp-2/acs. The patient has suffered injuries and damages, including but not limited to intractable nerve damage and constant pain, and additional surgeries. On or around 2005 the patient was diagnosed with intractable radiculopathy. From 2005 to present, the patient has suffered through numerous treatments including but not limited to oral steroids, IV steroids, IV narcotics, physical therapy, epidural injections, installation of a pain pump, consideration of a nerve ablation and numerous visits to a chiropractor/physical therapy. As a result, the patient has required extensive medical treatment, including having to undergo an additional surgery on 2010. A third back surgery was performed in 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: patient presented for review of myelogram done the previous day. The myelogram confirmed a superiorly migrated right-sided l5-s1 disc herniation. Patient presented with pseudarthritis at l5-s1. Hardware failure at l5-s1. Previous lumbar fusion from l4-s1. Patient underwent the following procedures: anterior approach for lumbar discectomy and partial corpectomy at l5-s1. Anterior approach for lumbar inter-body fusion at l5-s1. Implantation of inter-body bio-mechanical device at l5-s1. Anterior lumbar instrumentation with synthes atb plate at l5 and s1. Harvest of iliac crest via a separate incision from the anterior superior iliac spine. As per-op notes, "a 10 x 22 mm peek cage was placed into the l5-s1 disc space. A roll of rhbmp-2 was first placed anteriorly in the disc space followed by the peek cage with rhbmp-2 in it. The peek cage was countersunk approximately 2mm." No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.